Event description:
Customer reports to have received a button error alarm while on vacation. Customer reports that insulin pump was attached to shorts, but he did not get wet. Customer's blood glucose was 210 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing noted. The insulin pump received with cracked case on display window corners, cracked reservoir tube lip, broken belt clip slot and minor scratches on display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.